Event description:
The device was used during a laparoscopic appendectomy procedure. The instrument cut and did not staple. The surgeon converted to an open procedure and manually sutured to control the bleeding.